Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 (w/vasoshield) cautery portion stopped working. They switched out the extension cable and the pigtail adapter with no better results. A new device of a different lot number was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/07/2024. An investigation was conducted on 08/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Char material was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(4). The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, as well as the evaluation results, the reported failure "electrical /electronic property problem¿" was not confirmed. The lot # 3000395049 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. [Ncmr #17985- two complaints (#1033715 and #1002970) were reported because there was no movement of the hot and cold jaws when thumb toggle on hp2 tool(c-vh-4000) was moved to the fully open and closed position.]. Based on the DHR/lhr review results, it was determined that there s no relation between the batch manufacturing process and the reported failure.